Event description:
A malfunction alarm was reported to have occurred with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the customer was able to continue using it without the malfunction code recurring.